Manufacturer narrative:
The device was returned to olympus for evaluation. Customer allegation of no image was not confirmed. The device evaluation revealed adhesive on distal sheath had a chip, and due to wear of angle wire, bending angle in the down direction did not meet the standard value. Scratches were also found on the following device components: control unit, switch #1, grip, up/down plate, right/left plate, light guide-cover glass, light guide connector, and video connector. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus while using endoeye flex deflectable videoscope was pitch black even when connected. The issue was observed during pre-use inspection. There was no patient harm or impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image occurred due to an image sensor unit failure, a defective circuit board in the video connector, or defect of the system. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.